Manufacturer narrative:
This report is being sent as follow-up #1 to update section, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A non-conformances (nc) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 05 oct 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Event description:
The user facility reported that the dilator was properly inserted into the angio-seal sheath. A click was heard. When inserting the sheath/dilator combination into the vessel using the enclosed guide wire, the dilator has pushed back and moved proximally out of the sheath. The system was removed and compacted manually using quikclot. The type of procedure that was being performed was a percutaneous transluminal angioplasty (pta). Hemostasis was achieved by manual compression, quikclot, and pressure dressing. The procedural sheath size used prior to the vascular closure device was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was not injured during the event, medical intervention was required. The event occurred intra-operative. The estimated blood loss was less than 250cc. The patient was in stable condition.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.